Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens of diopter -5.50 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) -2023 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Weight-height: unk device code 1494: off-label use (under 21yrs of age at date of implant) claim #(B)(4).